Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets cannula kinked events between (B)(6) 2024. The event occurred after three hours of insertion. The insertion site was abdomen. The infusion set was in use for 12 hours. Blood glucose level was displayed high and treated by correction bolus via multiple daily injection (mdi), replace infusion set for first event and correction bolus via pump for second event. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.